Manufacturer narrative:
Summarized patient outcomes/complications of comparison of different percutaneous revascularization timing strategies in patients undergoing transcatheter aortic valve implantation were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, prior surgical aortic valve replacement (savr), prior coronary artery bypass graft, prior myocardial infarction, prior stroke, chronic obstructive pulmonary disease (copd), previous pacemaker implant, atrial fibrillation. Some of the complications reported were stroke, myocardial infarction, heart failure these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Manufacturer narrative:
Literature article: comparison of different percutaneous revascularisation timing strategies in patients undergoing transcatheter aortic valve implantation investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, ¿comparison of different percutaneous revascularization timing strategies in patients undergoing transcatheter aortic valve implantation¿, was reviewed. The article presents a retrospective, multicenter study experience to compare different percutaneous coronary interventions (pci) timing strategies in transcatheter aortic valve implantation (tavi) patients. Devices included in this study are s3/s3 ultra, sxt, evolut r/pro, corevalve, portico, lotus, acurate neo/neo2, and allegra. The article concluded in patients with severe aortic stenosis and stable coronary artery disease scheduled for tavi, performance of pci after tavi seems to be associated with improved 2-year clinical outcomes compared with other revascularization timing strategies. These results need to be confirmed in randomized clinical trials. [The primary and corresponding author is michael joner, department of cardiovascular diseases, german heart center munich, technical university munich, lazarettstrasse 36, 80636 munich, germany, with corresponding e-mail: joner@dhm.mhn.de]. The time frame of the study was from january 2015 to september 2021. A total of 1603 patients were included in this study (pci was performed before, after, or concomitantly with tavi in 65.6% (n=1,052), 9.8% (n=157) or 24.6% (n=394), respectively). The average age was 82.0 years and the average gender was male. Comorbidities included hypertension, diabetes mellitus, prior savr, prior coronary artery bypass graft, prior myocardial infarction, prior stroke, copd, previous pacemaker implant, atrial fibrillation.